Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom of failing the 800-ml/hr gravimetric test, which was not reproduced or confirmed. Flow rate inaccuracies of up to 2.027% less than the volume to be infused were found, under the threshold for reportability. No component causality could be identified to support the reported symptom. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-00760 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump failed the 800ml/hr gravimetric test. It was also reported there was no patient involvement.